Event description:
It was reported that the 9900 system would not fluoro during a case. Also, the left monitor would intermittently not work. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The hard drive, ffb, gib board, and the software upgrade were installed during the svc call. The system was tested and found to be working as intended, and put back into svc.